Manufacturer narrative:
A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was explanted due to discomfort. The patient is skinny and the ipg and leads were not comfortable.

Event description:
A report was received that the patient was explanted due to discomfort. The patient is skinny and the ipg and leads were not comfortable.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2366-50, (B)(4) and (B)(4), model description: linear 3-6 lead 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.